Event description:
Was lying in bed and had 2 beeps. The numbers on the console "were very different from usual". Recorded as flow from 0-12, speed 0-1200, power from 1-23, pi 4-6.4. Only lasted a short time. Only symptom was slight dizziness. Controller changed.